Event description:
The nurse called to report that the customer was hospitalized due to high blood glucose levels. The nurse wanted to troubleshoot, but did not have the insulin pump at the time of the call. The nurse was advised to call back with the insulin pump in order to conduct troubleshooting on it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.